Event description:
It was reported that the rv pacing lead impedance and capture threshold increased. There were no stored episodes for inappropriate shocks noted. The lead will be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.